Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead was explanted due to low r-waves. All lead measurements are stable. The lead will not be returned.